Event description:
Reporter reported that the breathing circuit had no connection for the proximal line. This was seen on 4 of their received circuits.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in USA bit is similar to a product which is sold in the USA. The device was not returned, but photos of the complaint device were supplied which formed the basis of the investigation. Results & conclusions: please see attached report "incorrect y-piece assembled" for details of failure investigations. Regrettably, we were not able to meet our vigilance reporting obligations within the 30-day timeframe in this instance. During a review of our complaints, we discovered that this one had not been marked for reporting. This was an oversight due to a new complaint handling division and new processes being put in place at the time this complaint was received. We continue to monitor our compliant handling processes for effectivity. This report was prepared by isaac mason.